Event description:
Healthcare professional reported right side deflation via nbir. Device has been explanted and replaced.

Manufacturer narrative:
Product name: natrelle saline-filled breast implants. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.